Manufacturer narrative:
The review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. The technical investigation of the complaint instrument revealed that the device is kinked and the inflation lumen is sliced open at the guide wire exit port, making it impossible to assess the inflation/deflation behavior. It was returned not well deflated and with dried contrast medium residue inside the balloon. The outer shaft has been deformed and has narrowed down at the proximal balloon weld causing a blockage of the inflation lumen. Simulations have confirmed that this type of deformation can be caused by a tensile force applied to the instrument. The deformation must have occurred during the procedure, e. G. By pulling the not completely deflated balloon back against the guiding catheter, or during its preparations for the procedure. No material or manufacturing related root cause was determined.

Event description:
The pantera pro balloon could not be deflated (withdrawn) into the guiding catheter (unknown size).

Manufacturer narrative:
On 3/29/2017. The device was returned for evaluation. The evaluation is still in process. Method codes and a conclusion code was provided.

Event description:
Ous MDR. The pantera pro balloon could not be deflated (withdrawn) into the guiding catheter (unknown size).